Event description:
It was reported that the intima-ii y 26gax0.56in mzprn slm npvc leaked during use. The following information was provided by the initial reporter, translated from chinese to english: "curved needle was found before puncture in third pediatric department" "the joint bottom was leakage."

Manufacturer narrative:
H.6. Investigation: unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Additionally our team of quality engineers subjected the returned sample to functional testing based on the the established product specifications. During leakage testing of the device a leak was observed occurring between the maxzero adapter and the body of the catheter. Microscopic inspection of both components determined that the root cause for the leak was a deformation in the molding of the maxzero component. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the intima-ii y 26gax0.56in mzprn slm npvc leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "curved needle was found before puncture in third pediatric department". "The joint bottom was leakage."